Event description:
I had lasik in my right eye on (B)(6) 2012. Complications began with a "bunched up" epithelium in my right eye, which caused the surgeon to do a prk procedure in my left eye. The epithelium in my left eye. The epithelium in my right eye never healed smoothly and my vision was extremely blurry. Therefore, about two weeks after surgery, my right eye required a second treatment that involved the surgeon hand-scraping the outer layer of my eye off to let it heal smoothly the second time. Much worse, however, the vitreous humor in my right eye became detached and a large "floater" appeared in my right eye. I saw a retina specialist, who confirmed the vitreous humor detachment in my right -lasik- eye, but found no such detachment in my left - prk- eye. I now feel as if I am constantly looking through a smudge over my right eye that I can't wipe away. The retina specialist said that I should consider myself lucky not to have suffered a detached retina. Lasik surgery: (B)(6) 2012. Follow-up removal of epithelium: (B)(6) 2012. Vitreous detachment noticed: (B)(6) 2012.